Event description:
The lay user/patient's son contacted lifescan on june 24, 2008 and alleged that the patient's one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the reporter or the pt after several attempts via phone. A letter was sent to the address provided. The son reported that the alleged issue first occurred in 2008, during the day (specific time not provided). He also mentioned that the pt had experienced shakiness after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. It was also discovered that the pt was pressing the 'm' (memory) button to power on the meter (use error). It was verified that the pt was using the correct test strips. The meter turned on when the power button was pressed. However, it would not turn on when a test strip was inserted all the way into the meter. Based on the info provided, there was no misuse of the product. This complaint is being reported because the reporter claimed that the pt experienced symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved when the pt attempted to power on the meter with a test strip. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.